Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2022-10-06, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 08-sep-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for spinal pain indications for use. It was reported that the patient fell yesterday and since this fall, she has had pain at the pump site and felt like 'something got dislodged'. The healthcare provider (hcp) stated that the patient felt like she did when she had to have a catheter revision in the past due to a fall. The hcp stated that the pump sitelooks "good". The hcp stated that she has a tablet there, but it was used for pacemakers, and she was wondering if it works for the pumps. Discussed with the hcp that the tablet will not work with the sync ii pump. Discussed what interrogation of the pump provides. Discussed if concerned with catheter issues imaging would be needed. Discussed contacting the managing physician.